Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was unable to transduce patient's icp value to icp monitor. Per affiliate 8/3/15: "the issue was discovered after the sensor was implanted. They replaced another new sensor wire." No sure if there were delays over 30 minutes.